Event description:
On (B)(6) 2017, reporter contacted lifescan (lfs) (B)(4), alleging that the patients onetouch verio 2 meter was reading inaccurately high, compared to another meter (unknown doctor¿s meter) the complaint was classified based on customer service representative (csr) documentation. The reporter stated that the alleged meter inaccuracy issue began on (B)(6) 2016, alleging that the patient obtained an inaccurately high blood glucose reading of ¿200 mg/dl¿ with the subject meter compared to ¿100 mg/dl¿ on the other meter, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results falls out with lfs¿ criteria for accuracy. The reporter stated that the patient manages her diabetes with oral medication, diet and exercise, testing her blood glucose two times per week. The patient denied to the reporter making any changes to her usual diabetes management regimen in response to the alleged meter issue. A few days after the alleged meter issue, the reporter stated that the patient developed symptom of ¿dizzy¿, she denied requiring any treatment for the alleged symptom. During troubleshooting, it was established that the patient¿s meter was set to the correct unit of measure. She described the correct testing steps and the sample was taken from an approved sample site. The strips had not been open longer than the discard date, had not expired, and had been stored correctly. The test strip vial was not noted to be cracked or broken. The csr noted the patient did not have control solution to test the subject meter. The products were requested back for evaluation and replacement products were sent to the patient. Based on the information provided, there is no indication that the subject meter caused or contributed to the development of signs or symptoms that meet lfs criteria for a serious injury reportable adverse event. However, this complaint is being reported as a malfunction because the alleged product issue was not resolved during troubleshooting.